Event description:
Additional information received indicates that the surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy due to ipg no longer communicating with external devices. Troubleshooting was unable to resolve the issue. The ipg was deemed as inoperable. As such surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The reported event of no communication /ipg inoperable was confirmed. At receipt, the ipg would not communicate with lab utilities, due to a depleted battery. The battery was recovered and the ipg communicated, charged, and pass functional test on auto tester. Ppe was unable to determine the root cause.